Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1700351 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips jam and the formation is incomplete. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a clip partially loaded into the jaws incorrectly. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. The partially loaded clip was manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. Another attempt was made and the next clip was unable to properly load into the jaws of the device. This was repeated and, once again, the clip was unable to properly load. The bottom jaw was not closing all the way during the loading of the clips which could contribute to the inability of the clips to properly load. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the flag on the bottom jaw is bent and the top jaw has bent jaw legs. The broken ratchet could cause the clips to become out of position and prevent the clips from properly loading but it could not be confirmed that the clips were out of position in the channel. It could not be determined why the ratchet broke or what caused the damages observed to the jaws. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip jammed" could not be confirmed based upon the sample received. One device was returned. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Upon functional inspection, all clips were able to fire from the device but were unable to load properly. No clips were jammed, though, which is why the reported complaint issue was unable to be confirmed. However, a defect was confirmed with the returned sample. The ratchet ears were found to be broken which could cause the clips to become out of position. If clips are out of position in the channel, then clips could load incorrectly or not fire from the device but it could not be confirmed that the clips were out of position in the returned device. It was also found that the bottom jaw was not closing all the way during the loading of clips which contributed to the clips being unable to properly load. It was found that the flag on the bottom jaw is bent and the top jaw has bent jaw legs. It could not be determined why the ratchet broke or what caused the damages observed to the jaws. Although the reported complaint issue could not be confirmed, a defect was confirmed with the returned device as two clips were unable to properly load into the jaws and the ratchet was broken. Since it could not be determined what broke the ratchet, the root cause of this complaint issue is undetermined.

Event description:
It was reported that the clips jam and the formation is incomplete. There was no patient injury.